Manufacturer narrative:
Submit date: 03-14-2017. This complaint was investigated. The device history record (DHR) was reviewed and no deviations related to this failure mode were found. The DHR review indicated that there was no quality issues associated with this reported failure. All dhrs are reviewed for accuracy prior to releasing the product lot. The physical sample involved in the reported incident was not returned for evaluation. Four photos were provided by the customer. Visual evaluation of these photos was performed; in the pictures 1 and 2 was observed a catheter inside the patient, this device has the arterial (red) adapter was broken on the thread pitch area and that the missing fragment of the red adapter was not observed in these pictures. In addition, in the first image it can be seen a cap on it (the cap is different of the provided in the kit. In the photos 3 and 4 was observed fragments of the red adapter. Sample was not provided by the customer, based on the pictures provided the adapter was found broken, the other adapter showed a cap on it (the cap is different of the provided in the kit); which implies that the catheter was manipulated by the customer. The instructions for use (IFU) states that the customer has to perform an inspection before using the device: [do not use the catheter if it is damaged or appears defective] and continues, [over tightening catheter connections can crack some adapters]. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time and it can be concluded that the adapter was more likely damaged during use. The most probable root cause can be considered as misuse: the instructions for use were not followed causing adapter over tightening. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. No trends or triggers were identified and no harm to the patient was reported on this complaint; therefore further corrective or preventive action are no required at this moment.

Manufacturer narrative:
Submit date: 2/2/2017. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer reports the palindrome dialysis catheter had a cracked red arterial hub/adapter.